Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient didn't like her system, it didn't help. Rep was not made aware of any issues with the patients stimulator, she did not reach out and instead let system discharge and ended up getting a pump. Pt notified rep her ins system was being explanted because she did not use it and a pump being implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.